Event description:
It was reported that during the pre-use test, the balloon for the internal carotid artery was found to be ruptured. A new one was prepared, and the procedure was continued using it. No injury was reported to the patient.

Manufacturer narrative:
The device was received for evaluation. Although it was reported the balloon was ruptured, it was observed that the safety balloon was damaged and leaking. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.